Event description:
Additional information received identified the issue was resolved. Reportedly the patient was receiving stimulation in lower extremities.

Manufacturer narrative:
Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was hospitalized due to experiencing urinary retention and pain/numbness in the lower extremities. The patient needed an MRI for diagnosis. As a result the scs system was explanted.